Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), (B)(4).

Event description:
It was reported the patient experienced increased spasticity. An MRI was done. There was a break in the proximal segment of the catheter. Surgical intervention was performed and the catheter was replaced. Patient status was alive; no injury. The pump was delivering gablofen. Additional information has been requested but was not available at the time of this report.